Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test and unexpected restart error test. Unit was programmed and monitored for 2 days with no a47 alarm, unexpected restart alarm or unexpected restart noted. Unit also uploaded properly using carelink pro. No anomaly noted when using carelink pro. However, unit had a47 alarm in the alarm history screen due to corrupted history file. Unit had cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.